Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Due character limit e1 event site name-(B)(6) hospital. Event site address-(B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), had a gas loss alarm. There was no injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g1 (contact person mfg site), g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, d10. The machine has been repaired by the equipment department. Customer informed to give up repair.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had iab loop was leaking. There was patient involvement however, no adverse event reported.